Event description:
Patient reported that they think they have allergan textured implants. This record is for the left side. Device was explanted and replaced. Healthcare professional reported "ruptured".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ anxiety-product/procedure-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported that they think they have allergan textured implants. This record is for the left side. Device was explanted and replaced. Healthcare professional reported "ruptured".